Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomena. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the investigation, omsc surmised that the reported phenomena were attributed to the followings. - due to the temporary failure of the subject device. - due to the temporary failure of the battery and the led fan control board by the liquid ingress into the subject device by the handling of deviated from the usage environment described in the instruction for use.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the rotation speed of the cooling fan of the subject device was abnormal and there was liquid adhesion inside the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomena. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the abnormality of the rotation speed of the cooling fan was attributed to the accidental failure of the cooling fan and the liquid adhesion inside the subject device was attributed to the liquid ingress into the subject device due to the user handling. If additional information is received, this report will be supplemented.